Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided. Since no product information was provided, model #, lot # and expiration date of the involved test strips were not captured, and device manufacture date could not be determined.

Event description:
An advocate reported that the customer received a difference of 40 mg/dl between the blood glucose readings obtained on the contour next link 2.4 meter and a non-ascensia meter. No specific readings were provided. The customer was experiencing symptoms of hyperglycemia such as lightheadedness and tiredness. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. The advocate stated that she did not have the information of product involved in the event, as the event occurred in customer's school.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter (serial # (B)(6); manufacturing date: 12-jan-2018) for evaluation. No test strips were returned. The meter could not be switched on manually or upon the insertion of test strips. Therefore, in-house testing could not be performed. The meter will be further investigated.

Manufacturer narrative:
Upon further investigation, it was verified that the cause of display issue was related to lcd components. The meter's appearance showed dent marks on the display area. After replacing the lcd, the customer service mode was checked and no anomalies were found. In-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. The cause of lcd failure was associated with damage caused due to mishandling of the device.